Event description:
Rn changed pleurx drainage system, noticed a hissing noise from the system when pressing down on the t, also noted there was no drainage from system and drainage was expected. Rn suspected vacuum had released. Exchanged for a new pleurx drainage system, connected the system and noted drainage collecting in the new chamber.